Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The swan-ganz catheter was advanced through the cath-gard, and the cap catheter adapter was separated from the distal collar. The customer also returned one cath-gard and a 7.5 fr swan-ganz for analysis. Signs of use were observed; the catheter was advanced through the cath-gard. Visual analysis revealed the distal collar was separated from the cap catheter adapter. Microscopic examination confirmed the damage and revealed remnants of adhesive on the collar. The adhesive was not uniform around the entire edge. No other molding defects or anomalies were observed. The cath-gard was functionally tested per the instructions for use provided with this kit, which instructs "insert tip of desired catheter through tuohy-borst adapter end of catheter contamination shield. Advance catheter through tubing and hub at other end". A lab inventory 7.5 fr swan ganz catheter was inserted through the cath-gard. The distal housing unit was locked and appeared secure to the surface of the catheter body. The cath-gard collar was connected to the cap catheter adapter and then pulled apart. The two components were able to be disassembled with little to no force. Additional information from the customer stated that the patient expired two weeks after the line was removed, and the cause of death was not related to the damaged cath-gard. The lidstock states the psi kit is intended to be used with 7.5 fr catheters. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a damaged cath-gard was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal cath-gard collar was separated from the cap catheter adapter. The adhesive was not uniform around the entire edge of the collar. Additional information from the customer stated that the patient expired two weeks after the line was removed, and the cause of death was not related to the damaged cath-gard. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "swan repositioning sheath broke at closest portion where the sheath and lock attaches to introducer sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". It was reported "the patient has now passed away two weeks after line removed not due to the borken item."

Event description:
It was reported "swan repositioning sheath broke at closest portion where the sheath and lock attaches to introducer sheath." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". It was reported "the patient has now passed away two weeks after line removed not due to the broken item."

Manufacturer narrative:
(B)(4)